Manufacturer narrative:
Investigation pending.

Event description:
The patient received a positive result using a home pregnancy test. On (B)(6) 2018, the patient went to the facility to confirm the pregnancy. A urine sample was collected and a henry schein hcg dipstick produced a negative result. A serum quantitative was ordered and produced a result of 44 miu/ml. Per the customer, the patient's last menstrual period was (B)(6) 2018. The testing date was based on the customer's memory and further clarification was not provided. Troubleshooting was conducted with the customer. Per the package insert, false negative results may occur when the levels of hcg are below the sensitivity level of the test. When pregnancy is still suspected, a first morning urine specimen should be collected 48 hours later and tested. This test provides a presumptive diagnosis for pregnancy. A confirmed pregnancy diagnosis should only be made by a physician after all clinical and laboratory findings have been evaluated.

Manufacturer narrative:
Investigation conclusion: retention and return products were tested with hcg qc cut-off standard. All devices showed positive results at read time and met qc specifications. No false negative results were obtained during in-house testing. Manufacturing batch record review did not uncover any abnormalities. It is indicated that the read times are not verified through the use of timers. It is important that the results not be interpreted before the assay is given sufficient time to complete. Interpretation of results prior to the stated read time can result in inaccurate results. A dilute urine sample may make the hcg quantitative level much less than the serum levels which may lead to false results. Some patients may test negative early in pregnancy if the urine hcg is below the cut-off. It is recommended that if pregnancy is suspected, a first-morning urine specimen should be collected 48 hours later and tested. Based on the information available, there is no indication of a product deficiency and no corrective action is required.